Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report an external ram crc error alarm. The customer was unable to clear the alarm and the buttons were unresponsive. Customer's blood glucose reading was unknown. The customer was informed to return their device for analysis. No further details were provided.